Manufacturer narrative:
Samples have not yet been rec'd for eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported a knife had poor cutting performance during surgery. A new knife was opened and used, from a different lot, but the second knife was also noted to have had poor cutting performance. There was no pt impact reported. This is the second of two reports being filed for this facility.